Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident against the provided product/lot combinations since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a disassociation caused by a screw protruding through the cup not allowing the liner to fully seat. It was noted that this screw had broken during initial implantation. Update rec¿d 03/19/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient was revised to address acute pain. Upon revision, the cup was found to be in 60 degrees of abduction with damage to the superior quadrant from the femoral head. The cup was removed. At this time the patient's acetabular shell is being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.